Event description:
The user experienced a head trauma likely between (B)(6) 2022 and march 2023, resulting in affected channels. Despite being able to make progress with the implants, re-implantation is now being considered, with a surgical consultation scheduled for (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user experienced a head trauma likely between september 2022 and march 2023. Access to sound with the device was still good.

Event description:
The user experienced a head trauma likely between (B)(6) 2022 and (B)(6) 2023. Access to sound with the device was still good.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.